Event description:
While the MFR clinical specialist was at the site evaluating a pt implanted with bi-ventricular assist devices (bi-vad) it was discovered that the incorrect (black instead of white) colist nut was used to secure the rvad atrial cannula. The center was informed to use extreme caution with the pt until the change to the correct collet nut could be made. The pt was returned to the operating room the following day and the collet nuts were exchanged.